Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: investigation summary: according to the information received, the issue with the following product: 451611000 sn (B)(6). L3-l4 plif and extension of old fusion procedure. There were multiple issues reported: 1. The left l3 screw was placed laterally so they had to revise the placement and were able to resolve without negative impact to the patient. 2. The #2 array was flickering throughout the procedure. The rep noted that they did have to wipe blood off of the orbs multiple times during the procedure. 3. The doctor noted that if they had the ability to zoom in or change contrast of the image, they may not have had an issue with placing the left l3 screw as the pedicle was small and they had difficulty viewing it on the nav screen. 4. The doctor doesn't like having to do a second registration after the external imaging step as he sees it as redundant to the anatomy check. Log files being pulled on (B)(4). Investigation summary: there were four issues reported. Issue#1: "the left l3 screw was placed laterally." Issue #2: "array was flickering throughout the procedure. The rep noted that they did have to wipe blood off of the orbs multiple times during the procedure." Issue#3: the doctor noted that if they had the ability to zoom in or change contrast of the image, they may not have had an issue with placing the left l3 screw as the pedicle was small and they had difficulty viewing it on the nav screen. Issue#4: the doctor doesn't like having to do a second registration after the external imaging step as he sees it as redundant to the anatomy check issue#1 investigation: the investigation partially confirmed the allegation screw misplacement (l3 right instead of l3 left) the investigation was conducted by tpm team. The investigation showed that the correct log file was identified. The were no defects found with the device, and logs confirmed the device monitored registration mismatch, but user elected to proceed with insufficient anatomy check. The user indicated that there was no negative impact to the patient outcome and no patient harm. Issue#1: investigation: the investigation partially confirmed the allegation screw misplacement (l3 right instead of l3 left) the investigation was conducted by tpm team. The investigation showed that the correct log file was identified. There were no defects found with the device, and logs confirmed the device monitored registration mismatch, but user elected to proceed with insufficient anatomy check. The user indicated that there was no negative impact to the patient outcome and no patient harm. Issue #2: the investigation confirmed "the #2 array was flickering throughout the procedure. The rep noted that they did have to wipe blood off of the orbs multiple times during the procedure." The investigation was conducted by the r&d team. The velys spine array base set (p/n 451611021, lot au81794613) was returned to depuy synthes for evaluation. No obvious visual defects were found. In addition, log files as well as device history records were reviewed and investigated by the r&d team. The investigation showed that the correct log file was identified and that the instrument array 2 was flickering or being not visible during the second part of the navigation step. As a result of the review of log files, the determined cause of the reported visibility issue is the trigger of a visibility filter built in velys spine system protecting the system accuracy. This trigger is linked to soil (blood) on the spheres altering their visibility. There were no defects found with the array and software. The user reported that there was no adverse effect on the patient¿s outcome, no harm to the patient, and no further medical intervention was needed. Based on the investigation findings, no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Issue #3: investigation: the investigation was conducted by the software development team. The correct log file was identified and reviewed for analysis. The display of the pedicles on the navigation screen is normal and no anomalies have been detected. The ability to zoom is not a feature of the software. Issue #4: investigation: the investigation was conducted by the software development team. The correct log file was identified and reviewed for analysis. During the surgery, two 3d images of the patient were acquired. For each 3d image, the second phantom registration triggered an anatomy check due to a discrepancy between the initial position of the phantom (acquired before the 3d image acquisition) and the second position of the phantom (acquired after the 3d image acquisition). The anatomy check is triggered for the user to verify that the 3d image can still be used to proceed for navigation. The workflow has been designed like this to detect potential movement of phantom in relation to the patient array after the first registration and before the 3d image acquisition. The software appropriately triggered the anatomy check. The behavior of the system was normal and no anomalies have been detected. Root cause: issue #1: based on the review, the most probable cause is a use error. Issue #2: use error. Issue #3: no problem detected. Issue #4: no problem detected. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. No manufacturing record evaluation required as no manufacturer or service-related issue found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during l3-l4 plif and extension of old fusion procedure, there were multiple issues. 1. The left l3 screw was placed laterally so they had to revise the placement and were able to resolve without negative impact to the patient. 2. The number 2 array was flickering throughout the procedure. The rep noted that they did have to wipe blood off of the orbs multiple times during the procedure. 3. The doctor noted that if they had the ability to zoom in or change contrast of the image, they may not have had an issue with placing the left l3 screw as the pedicle was small and they had difficulty viewing it on the nav screen. 4. The doctor doesn't like having to do a second registration after the external imaging step as he sees it as redundant to the anatomy check. 5. Surgeon also reported that the drill guide was difficult to handle. The treatment was not delayed and there were no reports of injuries, medical intervention or prolonged hospitalization.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant), h4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.